Event description:
Spontaneous, patient stated freedom pump spring is worn out. No longer pushing syringe plunger. New pump sent no further information available. Unknown if fault occurred while patient was using it, unknown if any adverse events occurred, unknown if patient missed any doses. Reported to (B)(6) by pt/caregiver.